Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® volux¿ in the jawline and juvéderm® voluma¿ with lidocaine in the cheekbones. Four months later, patient experienced late onset granulomas in the zygomatic arch and in the mandible angle. Biopsy was not provided. Symptom is ongoing. This is the same event and the same patient reported under patient identifier (B)(6); (emdr-86359). This emdr is being submitted for the suspect product, juvéderm® volux¿.